Event description:
The customer stated an architect i2000sr analyzer generated a false positive troponin result for one patient sample. The sample generated an initial troponin result of 0.661 ng/ml and a repeat troponin result of 0.000 ng/ml. The falsely elevated troponin result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation was initiated to further investigate the customer issue including a review of the complaint text, testing of returned material and panel testing, a search for similar complaints, and a review of labeling. Patient sample (B)(6) was tested undiluted using a file kit of the same lot number as the customer's lot. An expected, negative result of 0.01 ng/ml was obtained. An internal troponin-I panel was also tested and results were within specification. Tracking and trending did not indicate any adverse trend for the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation, no product issue was identified for false positive architect troponin-I results.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete.